Event description:
During a breast biopsy, the breast surgeon was unable to retrieve any tissue samples despite multiple attempts. The breast surgeon promptly requested a replacement to complete the procedure. No reported injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. During all test activations, the device successfully obtained tissue samples in both modes. Based on the inspection and test results, the device performed as intended. No malfunction was identified, and the reported complaint could not be confirmed. As a result, the root cause of the issue observed during clinical use remains unknown. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.